Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. The consumer was sent the sds first aid measures via email.

Event description:
The consumer reported placing reagent solution on swab from the binaxnow covid-19 antigen self test. Per the consumer, she was dying her hair at the same time as taking the test and added the reagent solution onto the swab and swabbed her nose. Although requested, additional information, including patient treatment and outcome was not provided.